Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided within 30 days or upon completion of investigation.

Event description:
Robotic prostatectomy - "12x150 trocar cracked was found to have a piece missing part was through case. Dr. (B)(6) aware & est missing piece to be 2-3mm in diameter. Surgery completed uneventfully & trocar found to be broken. Try to wrap petroleum gauze around hole in trocar to prevent pressure loss."